Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. It was reported that the patient was using the device while pregnant. The dexcom g5 mobile cgm system was not evaluated for the following persons: pregnant women. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. There was no data log provided for review. The reported event of loss of connection could not be confirmed. A root cause could not be determined.